Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in need of an MRI but the ins was not active; it was dead. It was noted the patient was waiting to have the ins removed. MRI compatibility guidelines were requested. No symptoms were reported. Compatibility guidelines were reviewed and the hcp was sent the MRI eligibility form. Additional information was received from the patient. It was reported that the ins not being active was noticed in (B)(6) of 2019. The patient said they requested to have the ins removed several times from the hcp office. No date has been set yet. The reason the ins was being explanted was that after a couple of years the patient stopped receiving the desired affect from pain relief. The patient said the circumstances that led to the issue was that the charger was lost for a period of time. When the patient found it, it was too late for it to hold a charge. No further complications were reported.